Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported the that on (B)(6) 2017 he performed the solenoid driver board field safety corrective action as per service bulletin: 0055-00-0843 rev b. The fse performed a full calibration and functional test in accordance with the system¿s respective service manual, section 4 ¿calibration procedure¿. During inspection the fse found the batteries and safety disk to be due for replacement, also the unit failed the fiber optic test. The fse replaced the batteries and safety disk and ordered the fiber optic (fo) lamp replacement kit and returned for the repair. On (B)(6) 2017 the fse returned with the fo lamp replacement kit. The fse installed and tested the iabp per manufacture specs, but the unit failed the fiber optic test once again. The fse planned to replace the complete fiber optic assembly. On (B)(6) 2017 the fse returned to the facility and replaced the fiber optic assembly. The fse completed all tests per service manual section 4 "calibration procedure" and the iabp passed all tests and calibrations, and was released for clinical use. The full name of the event site listed is (B)(6) center. An abbreviation was used due to the full name exceeding the maximum character limit for that field. The full name of the initial reporter listed is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit for that field. The initial reporter listed is a (B)(6) with different contact information than that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing the solenoid driver board field safety corrective action the intra-aortic balloon pump (iabp) failed the fiber optic test. No patient was involved and no adverse event has been reported.